Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article entitled: ¿gluteal muscle fatty atrophy is not associated with elevated blood metal ions or pseudotumors in patients with a unilateral metal-on-metal hip replacement¿, published by taylor & francis on behalf of the nordic orthopedic federation, by aleksi reito, et al., was reviewed for MDR reportability on 06/21/2019. The purpose of the literature article was to assess whether gluteal muscle fatty atrophy is associated with elevated blood metal ion levels and pseudotumors. There were 263 consecutive patients with unilateral asr xl total hip replacement using a posterior approach and with an unoperated contralateral hip were included in the study. The cementless hydroxyapatite coated corail stem were used in 109 (20%). The s-rom stem were implanted in 42 operations (8%). The results noted that the prevalence of moderate-to-severe gluteal muscle atrophy was low (12% for gluteus minimus, 10 % for gluteus medius, and 2 % for gluteus maximus). Muscle atrophy was neither associated with elevated blood metal ion levels (>5ppb) nor with the presence of a clear pseudotumor seen in MRI. Multivariable regression revealed that ¿preoperative diagnosis other than osteoarthrosis¿ was the strongest predictor of the presence of fatty atrophy. Elevated wb cr values (> 5ppb) were detected in 48 patients (18%) and elevated wb co values were detected in 130 patients (49%). In general, muscle atrophy was equally common in patients with elevated wb cr or co values as in those patients with normal blood metal ion levels. Moderate-to-severe g. Minimus muscle atrophy was more common it was noted in the report that 19 patients were revised (8 revised for armd) and the report talked about elevated metal ions levels, wear debris, and pseudotumor, muscle atrophy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.